Event description:
While using boston scientific hurricane rx 4mm x 4cm balloon to dilate pancreatic duct, fluoroscopic imaging confirmed that radiopaque contrast was exiting balloon and entering pancreatic duct, not remaining inside balloon to fill and create dilation. Product immediately removed from patient. Once device was removed from the patient, physician instructed endoscopy technician to inflate balloon to confirm if there was a leak. There was a small, pinhole leak that contrast was coming out of. Device bagged until this report could be filed.